Event description:
Mom notified the nurse that while patient and mother were going for a walk, the pump started alarming after they exited the elevator. This rn noted that the pump's alarm referenced a module being disconnected and that the pump was no longer infusing. The nurse checked that all modules were secure, 1 syringe pump and 3 lvps. All modules appeared to be connected. This type of scenario is regularly recurring. The hospital has been using carefusion large volume pumps model 8100 and pca pumps model 8120 since (B)(6)2014. In (B)(6) 2015, the carefusion syringe pumps model 8110 were implemented. There are two phases to this implementation. The first phase is for administering less critical drugs. The second phase includes the following drugs. Amiodarone, epinephrine, esmolol, nicardipine, nitroprusside norepinephrine, phentolamine, phenylephrine, and vasopressin. The hospital has postponed phase 2 of the syringe pump implementation. There have been too many pump software and hardware faults experienced during phase 1. All pumps at this facility are affected (approximately 1,000+). This facility has been working with the manufacturer on this and many other issues associated with this device. The large volume infusion pumps have been in place for one year and partial implementation of smaller pumps (eg: syringe pumps) began mid-year this year. However, the remaining phases for implementation have been halted due to the number of concerns and the potential for patient harm that they present. Accurate and dependable IV infusion in the pediatric population is critically important. Due to the nature of the critically ill pediatric patient and the volumes of medication that they receive (relatively small doses), small delays and interruptions such as these problems cause can create critical situations for the patient which require additional monitoring and/or medical intervention. The manufacturer has been notified of these problems but has not provided an adequate solution to the problems.